Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the touchscreen assy,12.1", screw kit, cardiosave console cover and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's touch screen is not responding. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the touchscreen assy,12.1" (0160-00-0123), screw kit, cardiosave console cover (0040-00-0458-01), and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the display on the cardiosave intra-aortic balloon pump (iabp) would not unlock. Troubleshooting was attempted, but the customer had already attempted all steps several times including rebooting the unit four times. It was suggested that the unit be switched out for another unit to continue therapy. No patient harm, serious injury or adverse event was reported.